Manufacturer narrative:
Interrogation of the pump noted the daily dose of baclofen was 6.4 mcg/day. Only the pump was returned for analysis. Analysis of the pump revealed overinfusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: neu_unknown_cath, lot# unknown, partially explanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in the netherlands who received compounded baclofen 1000 mcg/ml at an unknown dose via an implantable pump. The indication for use was not provided. During normal use on an unknown date the patient experienced symptom return, with no more therapeutic effect. Diagnostic testing/troubleshooting included checking the catheter. As reported, the ¿old proximal part binned¿ which resulted in the proximal part of the catheter being replaced along with the pump on (B)(6) 2017. The distal catheter was ¿ok¿. As reported, there were no known external, environmental, or patient factors that might have contributed or led to the event. At the time of the report, the issue was reported as resolved and the patient status was reported as alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, lot#: 020507527, implanted: (B)(6) 2011, partially explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pump was replaced for ¿practical reasons¿ as the estimated replacement indicator (eri) was 7 months. This would have meant that this patient would have had to undergo a second operation in seven months. No further information or clarifications were received from the health care professional.